Event description:
It was reported that while treating a calcified lesion in the radial artery, the pta balloon ruptured at 18 atm on the third inflation. Reportedly, the balloon fragmented during withdrawal of the catheter and remained in the vessel. The detached components were surgically removed.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.